Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. Prior to implant the patient was on warfarin. Post-procedure the patient was discharged on warfarin and aspirin 81mg. The patient returned for the 45-day routine follow-up where transesophageal echocardiogram (tee) revealed a well-seated closure device with no evidence of thrombus. The patient was then switched from warfarin to plavix 75mg and aspirin 325mg. Approximately one (1) month later, the patient started on eliquis for 2 weeks prior to a cardioversion. The patient was then switched to warfarin from the eliquis. Approximately three (3) months later (six months post-implant) the watchman coordinator checked in with the patient as they had incidentally continued their warfarin. The patient discontinued warfarin and was started on aspirin 81mg. Ten (10) months post implant, the patient returned for ablation due to persistent atrial fibrillation. Two (2) weeks prior to the procedure the patient was started on eliquis. During the procedure, prior to ablation, a tee was performed which revealed a well-organized thrombus on the closure device surrounding the threaded insert. No shift or leak were observed. Ablation was cancelled. The patient was kept on anticoagulation medication with plan to return in 3-6 months for repeat imaging.